Event description:
Customer reported issues with the sensor. He stated the sensor would have inaccurate readings. Customer stated he noticed issues with it in (B)(6) and was the reason why he stopped using it. Customer also stated that one night he woke up to the insulin pump alarming low suspend. Sensor reading was 56 mg/dl and blood glucose was 120 mg/dl. Customer was currently at work and was unable to troubleshoot. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.